Event description:
We received a report that a female patient is unhappy with her vision following the implantation of a zmb00 intraocular lens. The patient complains of poor near vision, extreme photophobia, difficulty driving both day and night due to halos, glare and photophobia. The symptoms are debilitating and bilateral explant is planned. This report is for the left eye.

Manufacturer narrative:
Date of event: unknown. Iol remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.